Event description:
During cardiac arrest, patient was defib'd x1 without incident. When 2nd defib was required, the charge button did not respond and the defib did not charge up and allow delivery of 2nd defib. The unit was then plugged in, and the charge button responded and 2nd defib was provided. On biomedical testing following the event, the charge button was found to be intermitently faulty, i.e. On intermittent occasions the charge would not recover without hitting the charge button again, or even more than once.